Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was inaccurate (off by 10 minutes). Customer adjusted the time with the assistance of tandem technical support. There was no reported impact to customer's blood glucose.